Manufacturer narrative:
The customer's qc was out of range the day before the event and after the event on (B)(6) 2020. The sample was spun for 5 minutes at 5100 rpm. This centrifugation speed may be too fast and the centrifugation time may be too short based on the type of sample tubes the customer uses. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found the measuring cell was due for replacement. The fse replaced the measuring cells. The customer ran calibration and qc. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys folate iii (folate iii) on a cobas 6000 e 601 module. The initial result was 10.20 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2020 the repeat result was 6.51 ng/ml. The folate iii reagent lot number was 45156100 with an expiration date of 30-sep-2021.